Event description:
It was reported that a pericardial effusion and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed as planned with the closure device successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. 1.5 hours post procedure, transthoracic echocardiogram imaging showed that there was a pericardial effusion. The patient was brought back to the cath lab and a pericardial tap was performed. The physician drained 1250cc of fluid from the patient. The cardiac surgeon was notified and it was determined that the patient was not a good surgical candidate. The patient was re-intubated post pericardial tap to keep them stable. The patient did not recover from these events and died. The official causes of death from the physician were cardio pulmonary arrest, cardiogenic shock, cardiac tamponade /acute respiratory failure.